Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. It was noted that since 2011, when the patient received external defibrillation during an unrelated procedure; the pulse generator exhibited a false alert for an elective replacement indicator. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)

Event description:
New information indicated the device was subjected to an external defibrillation and exhibited another false elective replacement indicator. The false elective replacement indicator was cleared and the device resumed normal function.